Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during lesion dilatation in the heavily calcified subclavian artery, the foxcross balloon ruptured at 10 atmospheres during the second inflation. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.